Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a patient, the unit failed to autofill, and did not sound as though it were operating correctly. The unit also would not inflate the intra-aortic balloon at rates greater than 115. The patient was switched to another unit and therapy was initiated.